Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2020-01036, 3005168196-2020-01037.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coils, pod packing coils (pod pcs), a ruby coil detachment handle (handle), and a lantern delivery microcatheter (lantern). During the procedure, the physician encountered resistance and subsequently, the ruby coil unintentionally detached inside the lantern. Therefore, the ruby coil was removed. While attempting to implant a pod pc, the same issue occurred. Therefore, the pod pc and the lantern were removed. The procedure was completed using a new lantern, the same handle and additional ruby coils. There was no report of an adverse effect to the patient.